Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿improperly/incompletely printed depth marks¿ with a potential root cause of ¿ink degrades; ink not printing on tube correctly¿.the lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the ng tube labeling is found to be adequate based on past reviews.

Event description:
It was reported that the depth markings on the ng tube were rubbing off.